Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc pnk needle did not retract. The following information was provided by the initial reporter: needle did not retract. Safety issue.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
Additional information: please confirm whether there was any patient impact. No there was no patient impact, there was luckily no needle stick issues for the employee as well, though it posed a significant risk for this. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? No.